Event description:
New information received notes the patient did not indicate they experienced symptoms prior to the procedure but the noise observed on the right atrial (ra) and right ventricular (rv) leads was profound enough to cause pacing inhibition.

Event description:
Related manufacturer report number: 2017865-2024-37149. It was reported that noise resulting in oversensing was observed on the right atrial (ra) and right ventricular (rv) leads. The ra and rv leads were explanted and replaced. The patient was stable.